Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the section. In the initial report the date was reported to be february 5, 2019 however the correct date is february 6, 2019.

Manufacturer narrative:
UDI: the corresponding lot is not subjected for UDI. Expiration date: july 2023. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: clerk. Device manufacture date: 08/05/2018 - 08/07/2018. The actual device was returned to the manufacturing facility for evaluation. When closely observed the actual sample piece, the safety-cover was not properly shielded a tip of inner- needle and it was instead being positioned on its half way to cover the cannula tip. The safety cover portion was closely checked under microscopic observation. Although no missing component from the cover was found, the cover was observed to be deformed outward. An unused catheter-hub of our retention sample was prepared and the placed on to the actual sample to create the original condition. It was used to simulate and to verify the proper shielding performance of the safety cover. We conducted inner-needle by pulling it repeatedly 10 times to check proper shielding performance. As a result, the safety cover was confirmed to be safely activated to shield the tip. The unused sample was piece was also tested in the same way and no irregularity observed on its activation performance. We traced back and reviewed our manufacture inspection record of the same lot. As a result, no similar event was noted in the record, and also no similar event has ever been reported by other medical institutions. The potential for such an event is addressed in the instructions-for-use (IFU) with statements as the following: "if the safety mechanism fails to activate, carefully dispose the product appropriately." "For certain activation of safety mechanism, be careful not to withdraw the inner needle at an extreme angle or rotating or too quickly." And "do not touch the safety cover after withdrawal of the inner needle for infection prevention." There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of kofu factory of terumo corporation (manufacturer) registration no. 9681835. Exemption number e2015026.

Event description:
The user facility reported that normally the safety-cover is designed to shield the needle tip while an inner-needle is being withdrawn from the catheter. The actual sample, on the other hand, had its cover stuck on the needle, resulting not to be able to successfully shield the tip.